Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/04/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Skin reaction was described as red, puffy and swollen. Reaction was located at the sensor insertion site. On (B)(6) 2016, the patient's father took the patient to the dermatologist to discuss their skin reaction to the sensor patch. Dermatologist told the patient's father that there was not much he could do to prevent the skin reaction but prescribed a steroid cream. Affected area was treated with the prescribed steroid cream. At the time of contact, the patient was recovering. Additional event or patient information was not provided. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.